Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device found the instrument to be damaged. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red release lever in the attune impactor handle was broke off during use. No surgical delay.